Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a touchscreen issue. It was reported there was no patient involvement at the time the issue was discovered. The hospital mechanical engineer (me) evaluated the device and could not verify any touchscreen issues; calibrated the touchscreen in service mode, ran unit as expected. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.